Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.

Event description:
The physician performing cataract surgery with attempted implantation of the crystalens. During iol insertion with the staar surgical lens injector system, the capsule tore. The incision was enlarged and the iol was removed, and replaced successfully with a different lens model.